Event description:
It was reported that, "revision of a triathlon knee. The femoral component failed, it collapsed on the lateral side. Revised it to a triathlon ts."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.